Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (australia) was admitted to the hospital due to overstimulation. Reprogramming will be undertaken in an effort to capture effective stimulation for the pt.